Manufacturer narrative:
08-mar-2022: product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Blood came out of the area around moustache - skin [skin haemorrhage]; injure upper lip with the shaft of the toothbrush [lip injury]; brush heads keep falling off mid-brushing - oral-b [device breakage]; shaft of the (oral-b) toothbrush is worn down and razor-sharp [device physical property issue]. Male consumer via e-mail stated that the original oral-b toothbrush heads kept falling off of his oral-b timer model 3709 n2820 toothbrush mid-brushing and the razor-sharp shaft of the toothbrush was worn down. The night before yesterday, the toothbrush head came off mid-brushing, which caused him to injure his upper lip with the shaft of the toothbrush and bleed from the area around his mustache. No serious injury was reported. 21-jan-2022 case update: the suspect product lot was updated to r60351937. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Blood came out of the area around moustache - skin [skin haemorrhage]. Injure upper lip with the shaft of the toothbrush [lip injury]. Brush heads keep falling off mid-brushing - oral-b [device breakage]. Shaft of the (oral-b) toothbrush is worn down and razor-sharp [device physical property issue]. Male consumer via e-mail stated that the original oral-b toothbrush heads kept falling off of his oral-b timer model 3709 n2820 toothbrush mid-brushing and the razor-sharp shaft of the toothbrush was worn down. The night before yesterday, the toothbrush head came off mid-brushing, which caused him to injure his upper lip with the shaft of the toothbrush and bleed from the area around his mustache. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Blood came out of the area around moustache - skin [skin haemorrhage]. Injure upper lip with the shaft of the toothbrush [lip injury]. Brush heads keep falling off mid-brushing - oral-b [device breakage]. Shaft of the (oral-b) toothbrush is worn down and razor-sharp [device physical property issue]. Male consumer via e-mail stated that the original oral-b toothbrush heads kept falling off of his oral-b timer model 3709 n2820 toothbrush mid-brushing and the razor-sharp shaft of the toothbrush was worn down. The night before yesterday, the toothbrush head came off mid-brushing, which caused him to injure his upper lip with the shaft of the toothbrush and bleed from the area around his mustache. No serious injury was reported.